Event description:
There was an allegation of questionable crep gen.2 (creatinine) results from the cobas 8000 cobas c 502 module. Sample 1 initial result was 2.24 mg/dl and was reported outside of the laboratory. The doctor requested repeat testing because the first result was unsuitable with the clinical diagnostics. The repeat results were 1.25 mg/dl and 1.26 mg/dl. Sample 2 initial result was 1.92 mg/dl and the repeat result was 1.17 mg/dl. Sample 3 initial result was 1.84 mg/dl and the repeat result was 1.15 mg/dl. Sample 4 initial result was 1.29 mg/dl and the repeat result was 0.72 mg/dl. For these samples, no information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 71869701 with an expiration date of 31-dec-2023. The field service engineer replaced the sample probe, tubing set on the cell rinse station, gear pump, and photometer unit. He performed a hardware check that passed. The investigation determined the service e actions resolved the issue.